Event description:
The external pulse generator was returned for its annual test and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the lower case and one side bail cover were broken, the battery drawer was contaminated and the keyboard was scratched. It was noted that no battery was returned with the device and that the heart lead flex was damaged during repair. (B)(4).